Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B) (4); failure (event) observed during analysis. The rf telemetry was found to be very weak due to an anomalous ground wire connecting the rf antenna to the device can that was not removed during the manufacturing process. Inductive telemetry was normal.

Event description:
This report is to advise of an event observed during analysis.